Manufacturer narrative:
The hill-rom technician found the lower pivot block and screw needed to be replaced. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2017. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the lower pivot block and screw to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail was not locking. The bed was located at the account. There was no patient/user injury reported. (B)(4).